Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had cracks in the rear and front housing. Functional testing included use testing. The pump was powered on and displayed an error code alarm message that indicated an issue with the back-up capacitor. The back-up capacitor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the back-up capacitor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.